Event description:
It was reported patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2013 due to pain, crepitation and elevated metal ion levels. Revision operative report noted the presence of gray-tinged thickened rubbery capsule and fluid. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿material sensitivity reactions.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.